Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low tidal volume message. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a low tidal volume message. The customer was advised to check the logs for troubleshooting. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer declined to have the device serviced. No further actions were performed by philips regarding the alleged malfunction.